Manufacturer narrative:
Seven (7) actual samples were received for evaluation. The stopcocks had an injection site attached to the luers instead of the blue cap. Visual inspection revealed that that there were cracks on the luers of five (5) stopcocks. The reported condition was verified. The cause of the condition was not determined. Two stopcocks had no cracks noted. The reported condition was not verified for these two stopcocks. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported seven (7) stopcocks were observed to be cracked during infusions with nitroglycerin. There was no patient injury or medical intervention associated with this event. No additional information is available.